Event description:
It was reported that the right ventricular lead had unacceptable thresholds, sensing difficulty, multiple dislodgements, and positioning difficulty. The lead was explanted, and the patient chose not to have it replaced. No patient complications were reported as a result of this event.